Event description:
It was reported that the patient had a lead migration. The patient's two leads were removed, and the implantable neurostimulator (ins) was left in the body with two plugs. This was so they could use it later with two new leads. It was reported that the physician removed one of the plugs from the ins, but the other one was not able to be removed. The ins was replaced.

Manufacturer narrative:
Concomitant products: product ID 3550-29, product type accessory; product ID 3550-29, product type accessory; product ID neu_unknown_lead, lot# unknown, product type lead product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Product ID, 3550-29 lot# implanted: explanted: product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the plug, ID #3550-29, found that the setscrew had been over tightened, crushing the connector of the plug.